Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a revision was performed for a left total knee due to pain and subsidence of tibial plate. Plate was removed and replaced with a universal base plate with 5 mm on lateral side, and a 13 cs insert.